Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh750 hematology analyzer had a fluid leak. Customer reported that he was unable to isolate the source of the leak. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) fse found two leaks. One at the tubing passing through vl19 and the other at the tubing through vl20. Both tubes had small holes formed by the pinching of the valves. The tubing through vl19 provides pressurized diluent at the rinse block to rinse the dispense probe. The tubing through vl20 provides pressurized diluent to rinse the reservoirs and dispense lines. The fse replaced the tubing and verified that the repairs were per established procedures.

Manufacturer narrative:
(B)(4).